Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an acl surgery, the biorci screw failed. The screw was not forwarding and when tried, the tip of the screw broke. All pieces were removed from the patient. The procedure was completed without delay using a back-up device in the same bone hole. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The additional information updated in the last report (1219602-2020-00558 001) was received on 31-mar-2020.

Event description:
It was reported that during an acl surgery, the biorci screw failed. The screw was not forwarding and when tried, the tip of the screw broke in the tibial tunnel. All pieces were removed from the patient. The procedure was completed without delay using a back-up device in the same bone hole. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: additional information on b5.

Manufacturer narrative:
H2, h6. One 7209016 scr biorci-ha 10x25 sterile implant reported on was used in treatment but not returned. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: improper use of device or excessive force. The instructions for uses states: ¿excessive force should not be placed on the delivery instrument¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found.